Manufacturer narrative:
Device not yet returned.

Event description:
A report was received that the probe was broken at the hub.

Manufacturer narrative:
Additional information was received that the device cannot be located and has not been returned to bsn. A review of the manufacturing documentation for the electrode revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the probe was broken at the hub.